Manufacturer narrative:
The peritonitis occurred on an unreported date in 2016 (further reported as few days back). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by cloudy fluid. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient started treatment with unspecified antibiotic therapy (further details not reported) for 15 days. At the time of this report, the patient outcome was not reported. Action taken with dianeal therapy was not reported. No additional information is available.